Manufacturer narrative:
Investigation ¿ evaluation. It was reported that, on (B)(6) 2023, the basket of an n-compass nitinol stone extractor could not be opened during a stone removal procedure for an unknown patient. A new like-device was opened to complete the procedure successfully. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no relevant non-conformances. A database search did not identify any other complaints associated with the reported device lot. Cook also reviewed product labeling. The product IFU, [t_ncnse_rev1] ¿ncompass nitinol stone extractors,¿ provides the following information to the user related to the reported failure mode: ¿precautions: -if resistance is encountered while attempting to remove a stone or other debris, release the object. Excessive force could result in device damage, such as inability to open/close device and basket separation. Instructions for use: -remove the stone extractor from its outer package and move the thumb tab on the handle to the ¿close¿ position to close the basket. -insert the stone extractor either through the working channel of the choledochoscope or a lumen of an ancillary device used to access the bile duct (for example, a cholangiography catheter or dilation balloon with a working channel of 2.4 french or greater). Note: the provided tuohy-borst adapter, featuring a distal luer lock connector, may be attached to the proximal end of the ancillary device prior to the insertion of the stone extractor, if desired. -advance the stone extractor into the duct and position the distal end beyond the stone or debris. Note: under fluoroscopic monitoring, the tip of the tipped stone extractor (c-ntse-2.4-115-nc3) may be visualized. -after confirming that the extractor is positioned alongside or beyond the stone/debris, open the basket by sliding the thumb tab to the ¿open¿ position. -note: do not use excessive force on the handle. Doing so may result in damage to the device, including but not limited to, basket separation or inability to open/close device." The information provided upon review of the device master record, device history record, and product IFU suggests that there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming in house or in the field. Based on the information provided, no product returned, and the results of the investigation, cook concluded the cause of event could not be established. It is possible that the device was damaged during shipping/transport, resulting in the device not being able to function as intended. However, this cannot be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): mobile - (B)(6). G4 - PMA/510(k) #: k173009. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that, on (B)(6) 2023, the basket of an n-compass nitinol stone extractor could not be opened during a stone removal procedure for an unknown patient. A new like-device was opened to complete the procedure successfully. The patient did not experience any adverse effects due to this occurrence.